Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was between 100 and 200 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.